Event description:
It was reported that the patient experienced chest discomfort with right ventricular (rv) pacing. The rv lead demonstrated high thresholds and undersensing. There were small r waves and non-capture. The lead appeared to have moved forward from the original implant position. A perforation was noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.